Event description:
As an rn since 1986 was wearing powdered latex gloves. Frequently had itching, fissures, rashes on hands, clearing up after days off. Was becoming increasingly worse over the yrs. Rptr began wearing cotton gloves under powder free latex gloves to help. On 6-1-94 with cotton gloves on and latex powder free gloves over them, rptr developed hives, pruritic erythema; only on the areas of skin where the latex glove was in contact with their skin (wrist and 2" above). Was diagnosed with a latex allergy. Rptr was also suffering from frequent sneezing, itchy eyes and nasal congestion at work. When powered latex gloves were removed from work environment these symptoms improved.